Manufacturer narrative:
The remote arm controller (rac) board has been returned and evaluated by the failure analysis (fa) team. The unit was returned for fa, but the reported failure could not be reproduced. The rac was installed onto surgeon side console test system. It started up with no problems or errors and continued where it ran 10x power cycle and sat idle for one hour. After it was tested on the printed circuit assembly (pca) system and fa was unable to replicate the reported error 25553 and 25593.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer had recoverable fault on the patient side manipulator (psm) 3. The customer reported that before docking the system displayed the errors 10025, 25553, 31004 recoverable faults and the non-recoverable fault 252. The customer restarted the system and disabled the psm3 and start the docking with just two arms. The system presented the errors on startup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the ports were placed prior to issue being identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The errors 25554, 25553 related to the remote arm controller (rac) board and the errors 23016, 23004 related to the patient side manipulator (psm). The fse replaced the psm and rac to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci products with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.